Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the act button on the insulin pump had frequently no or intermittent response. The device was not dropped or exposed to moisture. Customer's blood glucose was unknown. Alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces during the visual inspection. The insulin pump was also received with some cosmetic damage.